Event description:
It was reported that that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements on the right atrial (ra) lead. In addition, it was noted that this device delivered inappropriate anti-tachycardia pacing (atp) and several inappropriate electric shocks due to possible atrial fibrillation (af) with rapid ventricular response (rvr). Further evaluation was recommended. Currently, this product remains in service and no additional adverse patient effects were reported.